Event description:
It was reported that the customer contacted support to discuss blood glucose fluctuations over approximately one month, with no definitive reason identified and current blood glucose described as stable; troubleshooting and education were completed and the customer was assigned for additional training. Symptoms included hyperglycemia of unclear cause. Outcomes included no reported alerts or alarms and no reported medical interventions such as hospitalization. Investigation included review of reported use and provision of user education with plans for additional training. Investigation of this case revealed no device malfunction or component issue based on the information available and the absence of alarms. It was concluded, based on established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.